Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted an arc mark on the device case. Review of device memory confirmed the device recorded a shorted shock lead with the induced 21 joule shock. An x-ray of the device indicated internal circuitry was damaged. Analysis found the damage to the device could have been caused by the device attempting to deliver a shock into a shorted lead.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Event description:
Boston scientific received information that during a replacement procedure, a short circuit fault occurred during induction testing with the chronic right ventricular lead and new device. Prior to induction, the device yielded a 50 ohm shock impedance measurement and one measurement greater than 125 ohms coinciding with the device location out of the pocket. Visually a defect in the lead was observed at the yoke. Therefore, the intended replacement device and lead were replaced successfully. No adverse patient effects reported.

Event description:
Subsequently this device was returned to boston scientific for analysis.